Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. A proximal portion was received measuring 52 cm. A medial portion was received measuring 52 cm. Analysis was performed and no anomalies were found. Concomitant products: 3830 implantable pacing lead (B)(6) 2010; 4459 competitor implantable pacing lead (B)(6) 2010; 8042b implantable pulse generator (B)(6) 2010. (B)(4).

Event description:
It was reported that an infection occurred. The implantable pulse generator system was explanted. No further patient complications have been reported as a result of this event.